Event description:
It was reported that during a rectum procedure, the instrument did not cut completely, but it did staple completely. Cut out of anastomosis. Overstitched by hand. No further information is available. There was no adverse patient consequence.